Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error while trying to deliver a bolus. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that the insulin pump had a motion sensor test failure. The customer stated that they were able to clear the alarm and not able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.